Manufacturer narrative:
Medical device name update to frn.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported this pump 2119300440 have pump malfunction and error codes, no stopped infusions or patient harm reported. Pump have been properly cleaned and reset, still have pump error messages. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned due to sticky pins. The device was powered on, and a mock infusion was attempted. The device immediately alerted tubing set alarm. The device was opened for internal inspection. Three of the four screw bosses from the front housing to the mian pcba are broken and found that one screw was missing from the top of the fva motor to attach to the fva housing. Additionally, the screw at the bottom of the fva motor to the fva was incorrect. There was an excessive amount of sticky build up on the fva pins. The pins were cleaned. The lip seals will be replaced during the replacement of the front housing in the repair process. After cleaning the fva pins and replacing the screws, the device passes multiple mock infusions.